Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital after experiencing a fall and abdominal pain. A device check was performed, which revealed five beats of non-capture had occurred. An x-ray showed the device had moved and the lead no longer had any slack. Pacing threshold measurements had increased and pacing impedance measurements had decreased. A microdislodgement was suspected but not confirmed. A revision procedure was performed and this lead was surgically abandoned and replaced. The chronic device remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.